Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required.    Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.    Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint.    The manufacturer of freestyle libre sensor was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint.  A tripped trend review was performed for the reported complaint and libre sensors showed no anomalies or non-conformances that could lead to the complaint.   If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received an unspecified sensor reading and self-treated based on the sensor result which lowered the glucose level "till the point where they went to the hospital". Customer was diagnosed with hypoglycemia and received unspecified treatment at the hospital. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Customer's phone no. Is unknown. The number entered is a fake no. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received an unspecified sensor reading and self-treated based on the sensor result which lowered the glucose level "till the point where they went to the hospital". Customer was diagnosed with hypoglycemia and received unspecified treatment at the hospital. No further information was provided. There was no report of death or permanent impairment associated with this event.